Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the packaging component has been examined visually and microscopically with the digital microscope and digital camera. The foam insert of the packaging is frayed at several areas. The inner sterile packaging shows little visible scratches and abrasions. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to specifications valid at the time of production. Based on the information available as well as a result of investigation the root cause of the failure is most probably related to a packaging problems. The residues on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. The higher incidence of abrasion and damage of the inner sterile packaging is caused by the high level of several delivery process. Correction action: CAPA was opened.

Event description:
Country of complaint: USA. During a total knee arthroplasty a powdery substance was noticed on the implant when it was opened. The product was rinsed with irrisept and implanted into the patient. No patient harm reported. No surgical delay reported.